Event description:
End user reports while operating the power wheelchair in his driveway the unit stopped and he fell. End user reports not wearing the seat belt.

Manufacturer narrative:
Unknown: a follow-up report will be submitted when evaluation is complete.